Manufacturer narrative:
Investigation results: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two used q-syte units with no product documentation to indicate the reference or lot number. Additionally, twelve photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the q-syte units did not find any damage to the components. The units were inspected for column defects and one column tear was found in each of the units. Tears in the column are known to result in leakage when flushing the unit. The report of leakage was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup. Slit quality, column tear checks and controlled functional leak tests are performed of the full assembly to mitigate the risk from this type of defect. Additionally, during use, excessive actuations, actuations at a wrong angle, or extraneous force on the septum may also result in tearing of the septum. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see manufacturer narrative below.

Event description:
No additional information.

Event description:
It was reported that 2 cases of the bd q-syte ¿ extension set were leaking. The following was translated from japanese to english: this report is about leakage from the connector connection. Two cases of drug solution leakage from the connection part of the product occurred. Two cases were from the same lot.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.